Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer had high blood glucose of 400 mg/dl and treated with manual injection. Caller inquired on suspending insulin pump since pump was not lowering blood glucose. Caller was not able to complete troubleshooting and would call back to continue troubleshooting.